Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the pull wire detached inside the patient and had to be retrieved. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013.according to the complainant, during the procedure, the pull wire detached inside the patient and had to be retrieved. The procedure was completed with a new endovive safety peg kit pull method.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination revealed that the pull wire on the end of the peg broke. The broken ends of the wires were rough and jagged. The complaint is consistent with the return that the peg wire separated. It is most likely that the wire failed while undergoing tensile force during placement, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the reported lot number 15981635. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.